Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose at the time of incident was 439 mg/dl and current blood glucose level is 469 mg/dl. The customer also experienced other blood glucose levels such as 465 mg/dl. The customer did not experience any symptoms as a result of high blood glucose. The customer was treated for high blood glucose with bolus. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was alleging the possible insulin pump under delivery. The customer was using the insulin pump within the high blood glucose event was reported. The insulin pump will not be returned for analysis.